Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high pacing impedance measurements. The physician elected to replace the ra lead during the procedure. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found no anomalies and no conductor fracture, with the exception of procedural damage.